Manufacturer narrative:
Additional information as of 13-dec-2019: g4: added date received by manufacturer.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation. Test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-20: user's test strip had poor storage.

Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: the meter model and serial number of the alleged defective device was not obtained at time of initial call. Call back attempts were made to customer in order to obtain the information; unable to contact the customer via telephone in order to verify. Therefore, catalog # and 510(k) could not be entered at time of report to FDA was fulfilled. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer is concerned with test results from results obtained of 163, 150, 313, 148 and 153 mg/dl. Customer did not know his expected blood glucose test result range. Customer was also comparing results to another device; actual meter to meter comparison results were not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer¿s expiration date is 07/31/2019; test strips are expired at time of call. Customer had another vial of test strips, mw335s, manufacturer's expiration date of 11/30/2020, but customer stated that he had mixed the strips between the two vials. The meter memory was reviewed for previous test result history: (B)(6).